Manufacturer narrative:
This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition for broken could not be confirmed as the image provided does not show a broken screw. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, that the patient¿s screw broke post-op. The original date of implantation was unknown. On (B)(6) 2020, the retrograde /antegrade femoral nail (rafn) nail and broken distal 5.0mm screw were removed due to nonunion. Fragments were generated and easily removed. There was a surgical delay of ten (10) to fifteen (15) minutes. The replacement of the nail to large fragment plates and screws was performed. The procedure was successfully completed. Concomitant devices reported: 10mm ti cann retro/antegrade femoral nail-ex/360mm-sterile (part number 04.013.452, lot h222427, quantity 1), end caps: rafn (part number unknown, lot unknown, quantity 1), nail head elements: rafn spiral blade (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown screws: locking. This is report 1 of 1 for (B)(4).